Event description:
It was reported that pre-operatively, during system startup and calibration prior to case start, the surgeon console (sc) displayed a non-recoverable error alarm. The system was not draped, no sterile interface modules or instruments were attached, and no controls were being operated at the time. The issue was resolved by powering the surgeon console off and back on. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.